Event description:
The pt was revised because of wear of the tibial insert and loosening of the femoral component.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to info provided and no conclusions could be drawn about the reported polyethylene wear and device loosening without the products to examine. It was noted the products were implanted for approx sixteen yrs prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.